Event description:
Orthodontist reported that while debonding transcend ceramic brackets in 1991, enamel damage down to dentin occurred on pt's right upper central tooth. The tooth was repaired with composite in 1991. However, a crown was placed on the tooth in 2004.